Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited high impedance and r-wave amplitude variation. No intervention was performed. The doctor will continue monitoring. There were no patient consequences.